Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit delivered properly all bolus programmed during testing. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm. Customer did a rewind and got the system working again, but then the motor error showed up again. Customer stated that the same scenario occurred about 3 weeks ago. Customer stated that he was doing a bolus and the pump did a partial delivery. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.